Event description:
The customer observed falsely decreased alinity I estradiol results on one patient from different blood drawn specimens who is under ivf treatment including fsh injection for ovulation. The results provided were: on (B)(6) 2023 sid (B)(6) initial=302.38 and 345.84 pg/ml /on (B)(6) 2024 sid (B)(6)= 291.50 pg/ml and 288.00 pg/ml/repeated on mini vidas= 1982.57 pg/ml. Repeated both specimens on another alinity at different customer site sid (B)(6)= 379 pg/ml and sid (B)(6) pg/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and validity testing for alinity I estradiol, reagent lot 54135ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I estradiol reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot within the established limits and comparable to historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Based on the investigation no product deficiency was identified for the alinity I estradiol, reagent lot 54135ud00.

Event description:
The customer observed falsely decreased alinity I estradiol results on one patient from different blood drawn specimens who is under ivf treatment including fsh injection for ovulation. The results provided were: on (B)(6) 2023 (B)(6) initial=302.38 and 345.84 pg/ml /on (B)(6) 2024 (B)(6)= 291.50 pg/ml and 288.00 pg/ml/repeated on mini vidas= 1982.57 pg/ml repeated both specimens on another alinity at different customer site (B)(6)= 379 pg/ml and (B)(6)=358 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Updated section h6: adverse event problem: investigation conclusions: to d14 no problem detected from d16 conclusion not yet available.

Event description:
The customer observed falsely decreased alinity I estradiol results on one patient from different blood drawn specimens who is under ivf treatment including fsh injection for ovulation. The results provided were: on (B)(6) 2023 sid (B)(6) initial=302.38 and 345.84 pg/ml /on (B)(6) 2024 sid (B)(6)= 291.50 pg/ml and 288.00 pg/ml/repeated on mini vidas= 1982.57 pg/ml. Repeated both specimens on another alinity at different customer site sid (B)(6)= 379 pg/ml and sid (B)(6)=358 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.